Manufacturer narrative:
D10 concomitant medical product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unknown); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#unknown); sigphandle, sig power sigphandle handle (serial#unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#unknown); egiauxl, egiauxl endogia ultra univ xl stapler (lot#unknown); egia45axt, egia45axt egia45 artic extra thicksulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stapling of the stomach, an excessive load was detected with the first two reloads using the powered stapler. These two reloads also partially fired. The third 45 mm reload has an unknownissue. The surgeon used a manual handle with a new reload, however the handle has an issue which is cracking handle and the reload did not complete the 45 mm firing. The surgeon manually sutured the tissue to resolve the issue. The surgical time was extended by 30 minutes.

Manufacturer narrative:
Additional information: b5, d4, d10, g3, h4. D10 concomitant medical products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n4j1781y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stapling of the stomach, an excessive load was detected with the first three reloads using the powered stapler. The first three reloads also partially fired. The surgeon used a manual handle with a new reload, however the handle has an issue which is cracking handle and the reload did not complete the 45 mm firing. The surgeon manually sutured the tissue to resolve the issue. The surgical time was extended by 30 minutes.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all the information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired. The jaws were open. The clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. Torn trs material was present under both sutures. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. All remaining staples were replaced, and test media were cleanly transected. The trs material was properly placed and sutures were properly cut. The reload interlock was tested and found to function properly. It was reported that the device partially fired and there was an excessive load detected during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue with partial fire may occur when it may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage in a safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and preven ting patient harm. The issue with a deformed clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A second review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.